Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to charge the ipg as the pocket was too deep. It was also noted that the charger would not stop beeping when charging the ipg. The patient underwent a pocket revision procedure and the device remains implanted. The ipg was charging upon testing post-operation.